Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The loading device was returned with the delivery device inside. The seal and the tension spring were returned separate from the device. Seal was observed to be unraveled, with evidence of blood on the seal, anchor tab and tension spring. The tether was intact and not cut but separated from the seal due to the seal being unraveled. The delivery device was removed from the loading device for inspection. Blood was evident inside and outside the tube and handle indicating attempt to deploy the seal into the aorta. The blue slider lock on the delivery device was observed to be disengaged and the plunger fully pressed. Due to the returned condition of the delivery device, tube measurements were not taken. It was also observed that blood was evident inside the loading device. Based on the received condition of the device and the evaluation results, the reported failure mode "failure to deploy" was not confirmed. The analyzed failure mode "unraveled seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure,hs iii proximal seal system 4.3mm did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.